Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022.   Device was started up at 18:30:15 on (B)(6) 2022. From 06:17:25 to 06:19:19 on (B)(6) 2022, vt was seen. Hr below the threshold for treatment and motion artifact prevented the lifevest from treating the patient during these two times. From 06:23:30 to 06:26:50, vf was seen. Varying amplitudes prevented the lifevest from treating the patient during these two times. From 06:27:56 to 06:28:29, ECG shows fine vf degrading to asystole in four instances with pacemaker spikes and intermittent cardiac activity. From 06:29:19 to 06:56:11, asystole was detected four times with rb use. ECG shows asystole with pacemaker spikes with intermittent cardiac activity. From 06:55:34 to 06:57:10, vt/vf was seen again. Hr at or below the threshold for treatment, CPR, and electrode lead fall off prevented the lifevest from treating the patient during these two times. At 07:34:47 on (B)(6) 2022, the electrode belt was disconnected. Patient's rhythm at the time was unknown due to being obscured by CPR/electrode fall off. The patient passed away on (B)(6) 2022. Reporting due to precluded treatments resulting from artifact and varying amplitudes.

Manufacturer narrative:
The electrode belt/monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.